Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, on the third inflation at 12 atmospheres for 5 seconds, the balloon ruptured. The procedure was complete with a different device. No patient complications reported.